Event description:
The customer reported that the heartstart xl battery test failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.